Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the past 1-2 weeks maybe, they have been feeling shocking. Pt stated their "monitor" (pt confirmed controller) is shocking them. Agent asked clarifying questions - caller stated that they are not sure if they are doing anything different but it's not doing the job and if they turn it on anything other than group c, it shocks them. Caller added that last night they had a heck of a time getting to sleep because they were trying to change groups a and b and they would get a shocking sensation like a taser. Caller noted that they played with it forever trying to get the shock out of their right side. Pt stated they spoke with their mdt rep who told pt to call patient services for a new controller. Caller confirmed that they have not had any falls or trauma but mentioned "chest ties" from a ladder. The pt mentioned working with an unknown mdt rep in the past who fixed their "problem". Pt confirmed they are now using group c and feel no shocking. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field and agent will follow up with the pt. Additional information was received from the manufacturer representative (rep). Rep reported they were never made aware of the shocking issues. Rep noted they called patient (pt), they talked over the phone and the patient had no complaints. Rep thinks the pt turned up the stimulation. Rep told the pt to turn the stimulation down if it was uncomfortable. The issue has been resolved.